Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure device / migration of essure device"), pregnancy with contraceptive device ("unintended pregnancy with essure") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy with essure". The patient's past medical history included multigravida, parity 3 ((B)(6) 2005, (B)(6) 2008, (B)(6) 2014), miscarriage, cold sores and depression. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain in her pelvis/ severe pain"), pelvic discomfort ("mild discomfort in her pelvis") and urinary tract infection ("possibly be urinary tract infection"). In 2016, the patient experienced abdominal pain lower ("cramping / cramping, when not menstruating") and back pain ("lower back pain, when not menstruating"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding during menstruation /prolonged menses"), fatigue ("fatigue"), migraine ("migraine headaches"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with alternative therapy (underwent a bilateral tubal ligation to prevent future pregnancy). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, pelvic discomfort, urinary tract infection, abdominal pain lower, menorrhagia, back pain, fatigue, migraine and dyspareunia had not resolved and the genital haemorrhage, vaginal haemorrhage, headache and dysmenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2016. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: are of a normal right tubal ostia with the essure device placed without difficulty with representative photo taken on the left sidedoctor was unable to locate the left tubal ostia; left-side essure device was not placed; hysterosalpingogram (hsg) after 3 months needed to determine whether left side is congenitally absent or closed by some other means and if not, to perform a laparoscopic tubal ligation (left side). She has complained, and continues to complain, about these symptoms to her healthcare providers. She has not yet been able to undergo surgery to remove the essure devices, and still suffers to this day from the above symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirming full occlusion fallopian tubes; ultrasound scan - in 2015: approximately five weeks pregnant; urine analysis - in 2015: pregnant' most recent follow-up information incorporated above includes: on (B)(4) 2018: plaintiff fact sheet received. Events abnormal genital & vaginal bleeding, headaches & dysmenorrhea are added. Lab data updated. Historical & concomitant conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.